Manufacturer narrative:
D11: product ID (B)(6). Lot# va1tzq6 serial# implanted: (B)(6) 2018 explanted: product type lead medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp and rep. The lead cap was not thought to have contributed to the damage and lead short.

Manufacturer narrative:
Concomitant medical products: product ID: 3387-40, lot# va1tzq6, implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3387-40, serial/lot #: (B)(4), ubd: 20-aug-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) and manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for unknown indications for use. The physician found the 3rd contact of the lead bent during extension and ins implant. It was noted the patient was implanted with lead on (B)(6) 2018 with lead cap inserted and the lead was connected with extension the day of this report. There was low impedance on electrode pair 2/3 of 68 ohms. All other reported impedances involving contact 3 were in range. The ins remained implanted, but turned off. The ins was turned back on using another electrode pair other than 2/3, and the patient experienced no symptoms. No further actions were planned and the cause was not determined. It was noted the patient was pediatric. No further complications are anticipated.